Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump and was informed to continue using it, with instructions to contact support if the issue recurs. No further issues were experienced after the reset.